Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the procedure and procedure completed by moving the patient to another lab without delay. The philips field service engineer (fse) inspected the system onsite and checked the reported problem. A review of system logfile found that there was a malfunction with flexvision pc. Fse replaced the flexvision pc and hard drive, loaded the software. After replacement of flexvision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.